Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com one device was returned for analysis. Visual inspection showed corroded battery springs. The tamper seal was not broken. Review of the event history log (ehl) showed system fault 46,228. A functional test was performed and the reported was not duplicated. The cause of the reported issue was due to unexpected mp board reset. As a result, the error code was cleared and charged depleted battery for a maximum of 250 hours. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a red screen and error code 46228. The event occurred during testing, no patient injury was reported.